Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related.

Event description:
The complainant reported the patient was on impella cp support and during support, while adjusting the pump, the pigtail was caught in a chordae. The doctor pulled the pump across the aortic valve and was unable to reposition. The pump was explanted and replaced. The patient remained stable and there was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.